Event description:
The customer reported that the system was unable to produce x-rays during the procedure. At one point, the table would not move. No pt injury, procedure was completed with no delays. The customer also reported that the system had an intermittent boot problem. No pt injury.

Manufacturer narrative:
The service rep inspected the system. Using a debug monitor, he found that the workstation boot would halt prior to a memory test. He replaced the single board computer pcb. The system boot progressed past memory test but still halted intermittently. Ultimately, the system booted as intended.